Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After performing rotablator with a 1.55mm burr, a 2.75x12 nc emerge balloon catheter was used for pre-dilatation. A 3.00x16mm synergy drug-eluting stent (des) was advanced which initially failed to cross the lesion but was able to deploy to the distal rca after using a 6f guideliner extension catheter. A 3.00x20mm synergy des was then advanced but also failed to cross the lesion. When removed to reposition the guideliner, the stent was found damaged. Multiple inflations were performed with 3.0x12 nc balloon catheter. A 3.0x24mm synergy des was successfully implanted as well as a 3.5x20mm synergy des in the proximal rca. No patient complications were reported and the patient fully recovered.